Event description:
The patient was implanted with an implantable ventricular assist device (ivad). It was reported by the vad educator that over the period of a few days, an air leak was noted at the perc lead junction with the pump when the patient was active. The hospital staff had attempted to fix the airleak by reinforcing the perc lead with surgical tubing and a syringe split down the middle, and then wrapping around the perc lead just proximal to the pump. However, in spite of this reinforcement, the airleak persisted. Subsequently, the patient was admitted for observation. Additionally, it was reported that device function was not affected by the airleak.

Manufacturer narrative:
The patient remains ongoing on the device without further issues. No further information is available at this time.